Event description:
The initial reporter indicated that their son's vns had done a terrific job of controlling their childs seizures. Reported that on (B) (6) 2008, her son had one seizure. Then over the weekend he continued to have about 3 or 4 seizures that were above the patient's pre-vns baseline. The patient per the parent had their vns generator interrogated by their physician and it was found to be programmed off and was programmed back on. Good faith attempts have been made for additional details surrounding the reported events.